Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple inappropriate shocks for supraventricular tachycardia (svt), where therapy appeared to be exhausted in some episodes. The local sales representative checked the device and optimized programming by storing a reference template, changing the sensing vector from alternate to secondary, and turning on the smart pass feature. The rate cut off was not increased and remains at 220 bpm. The physician sent the patient for an electrophysiological study, where in addition to the svt, polymorphic vt was evidenced and atrial tachycardia was also observed. The device was programed with therapies off and the patient may undergo an ablation procedure. The patient remains hospitalized pending resolution. The local sales representative inquired with technical services about reprogramming the rate cut off for the shock zone due to the patient's svts. Technical services confirmed there were no discriminators for the shocking zone, so increasing the rate cut off would help avoid treating for the svt. Additional information was provided by the patient's mother. It was noted the patient received 21 shocks before arriving at the hospital, then 9 additional shocks the night they were admitted. An ablation procedure was performed, where one area was able to be completed but a second area was too close to the nerve and was not able to be ablated. The patient has not experienced any further episodes of svt since the ablation and starting on medication. A treadmill test did not show any vt. The patient's family question why no electrophysiology study was performed before the s-ICD was implanted, as they may have avoided this incident had the svt been diagnosed earlier. It was reported that the patient was treated by a psychologist and psychiatrist, with a new diagnosis of post traumatic stress disorder (ptsd). The patient has requested to have the device explanted but it remains implanted at this time.